Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that during the procedure the screw did not assemble to the implant. It looked like is stripped out and did not allowed to adjust to the implant. Procedure was finished placing another screw to the implant. Implant is fine. Screw was returned fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® titanium hexed screw (iuniht) was returned for investigation. Visual inspection of the as returned product identified that the screw was fractured at the threads. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iuniht) dating back 12 months. The complaint history review revealed that there are no existing non-conformances CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ - instsm rev h 08/18. Information identified: torque matrix. The complaint reported the screw did not assemble to the implant. The reported event is confirmed as the screw cannot assemble with an implant in its current state (fractured). A definitive root cause for this complaint could not be determined. Device evaluated by manufacturer: change 'no' to 'yes'. Lot number unknown / not provided.

Event description:
No further event information is available at the time of this report.